Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens. The trailing plate haptic tore during insertion into the eye. Lens was removed with no pt injury. Another same model and size lens was implanted. Reporter stated the injector did not malfunction, that somewhere between loading process and the delivery, the haptic got caught in the plunger and over-rode it.

Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: visual inspection of the returned product found piece of plate haptic partially torn off. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).